Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Update investigation conclusion: cause not established. Update investigation findings: no device problem found correct medical device problem code to a26 - insufficient information.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using various devices. A gore® viabahn® endoprosthesis with heparin bioactive surface was implanted in the left common carotid artery via a non-gore sheath. A internal iliac component device was implanted in the brachiocephalic artery via a 12fr introducer sheath which was inserted from the right axillary artery to the brachiocephalic artery. The gore® viabahn® endoprosthesis with heparin bioactive surface, and the internal iliac component device were implanted by making a hole in the thoracic stent graft. After the procedure on the same day, a cerebral infarction was observed. Reportedly, the physician stated the thrombus might have been scattered when devices were inserted into the brachiocephalic artery because there were lots of thrombi in the ascending aorta and the brachiocephalic artery. There is no information about whether any treatments were performed for the cerebral infraction.